Event description:
It was reported the patient presented in clinic for follow up. During interrogation, it was discovered the right atrial lead failed to sense and capture the right atrial chamber. Chest x-ray confirmed the atrial lead had dislodged. The right atrial lead was explanted and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
Further information was requested but not received.